Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered fifteen inappropriate shocks due to supraventricular tachycardia (svt). Therapy was exhausted for three episodes in the vt zone. There was the delivery of 2 anti-tachycardia pacing (atp) schemes and 5 shocks each time due to sinus tachycardia above the rate cutoff of 150 bpm. Therapy did not change the rhythm and rhythm ID (rid) did not inhibit. A boston scientific crm technical services consultant reviewed the episodes and determined that the device treated the rhythm due to rid declaring the rhythm uncorrelated. There was also the possibility that the patient may have a rate dependant morphology change that caused rid to make the incorrect decision. However, it is difficult to determine since the shock channel was programmed off to store electrograms.

Manufacturer narrative:
The device was reprogrammed to a single zone with an (B)(4) of 185bpm with a 12 second duration. A manual update of rhythm ID was also initiated. To date, there have been no adverse patient effects reported.